Event description:
It was reported by the rep that the (1) tsw45 and the (1) tr45w were used during a radical prostatectomy procedure. It was reported that the instrument was used with (1) reload but did not produce adequate staple closure. The staples did not seal and became loose. There was no consequence to pt.